Event description:
The doctor was performing a thyroidectomy and started receiving intermittent activation at the beginning of the resection. The doctor tried a second device and still had intermittent activation. The doctor tried a second handpiece and completed the case with no pt consequence.